Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) ranged from 2.1-12.2 mmol/l. Customer consumed carbohydrates to address bg. Cts recommended caller consult hcp to discuss what may be affecting bgs.

Manufacturer narrative:
B5.

Event description:
The customer's blood glucose (bg) ranged from 38-220 mg/dl.